Manufacturer narrative:
(B)(4). Concomitant product(s): a 178558, compress short anchor plug 16mm, 577380. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01450.

Event description:
It was reported patient underwent orthopedic salvage procedure. During rehabilitation, the patient sustained fatigue injury to the interface of the implant, causing a small cortical fracture at the junction site. Subsequently, the patient underwent a revision procedure. The patient was converted from a proximal femur resection with megaprosthesis to a total femoral reconstruction orthopedic salvage system.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.